Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a meal on the ilet, after which blood glucose rose and later fell rapidly following additional corrections; the user expressed concern about persistent highs followed by drops and requested to return the device, with oral glucose used to treat the low. Symptoms included hyperglycemia, hypoglycemia, and anxiety. Outcomes included an unexpected medical intervention requiring medication and a serious injury or illness per regulatory categorization. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings and insufficient information about a device problem, with no implicated device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.